Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2012. During the procedure the cup inserter became stuck on the cup. Another instrument was used to loosen the inserter in which caused the teeth of the inserter to fracture. No pieces were retained by the patient.

Manufacturer narrative:
The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event could occur. Package insert states under precautions: intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fracture appears to suggest user error.